Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the closed door. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not recognize closed door" was reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the bent upper hook preventing the door from fully closing. The door hook required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.